Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 101 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump, monitor the battery performance, and call back if the issue persisted. The customer did not contact tandem technical support regarding the reported issue.